Manufacturer narrative:
(B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a photo was made available for evaluation. The visual inspection did not note any issues related to the reported event of a leak. Functional testing could not be conducted. The reported event was not verified. The evaluation did note an unrelated issue of loosened blue tape, but this was determined to not have any functional impact on the use of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the prime, there was fluid dripping out at the point of connection between the homechoice cassette and the transfer set. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.